Event description:
The account reported that the side rail would not stay latched. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the rental bed side rail latch mechanism was stuck and not allowing the hook inside of the side rail to latch onto the bar. This was most likely contributed from being worn from normal usage. The tech adjusted the side rail latch to proper latch position to resolve the issue. Based on this info, no further action is required.